Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified gouges and indentations to the rim, inner spherical surface, and elevated anti rotation scallops. Cut outs on the outer spherical surface have burrs and deformation from attempted implanting. No other damage was noted. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 110010264, item name g7 osseoti multihole 52mm e, lot # 66160714. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the liner was unable to be seated inside the shell as the liner would come right off. The procedure was completed using a new liner. There is no additional information available at the time of this report.